Event description:
A false positive troponin t result was generated from an edta sample sent from the emergency department to the lab and gave result of 0.213 ng/ml. The pt was moved to ICU for monitoring, but no treatment was given. Another edta sample was taken and gave a negative result. This result was questioned and another serum and heparin sample were submitted two hours later, both giving negative results. The original sample was then retested with the other samples collected and all gave negative results. The lab has been unable to duplicate the positive result. There has been no impact on the pt as he has been continuously monitored in the ICU. If add'l info is received, appropriate notification will be provided.